Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h11 the device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the knife of the kd-v411m-0720 broke during energization was identified. It is likely the result of excessive heat however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the single use 3-lumen sphincterotome v exhibited knife of the kd-v411m-0720 broke during energization. The issue occurred during a therapeutic endoscopic sphincterotomy. The procedure was delayed for less than 30 minutes under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). Reported event 1: the cutting wire broke. The product analysis confirmed the reported event. The reported event is inferred to have occurred through the following mechanism. 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A likely factor causing tears of the coated portion of the cutting wire might be the following. ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. (See fig. 2.3) investigation result no issues were identified in the product analysis, labeling review, DHR review, risk review, or complaint history review. The CAPA history review revealed an open CAPA. Refer to inv-750851 for details. <<escalation determination>> based on the investigation results, it was determined that escalation is unnecessary to further mitigate the risk. <<investigation coding>> reported event 1: the cutting wire broke. Code a: a0401. Code g: g04041. Code c: c1102. Code d: d12. Code b: b01.